Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, fragment of plastic broke off from the tip of the diathermy. It took a couple of minutes to retrieve the broken piece from the tunnel; it was in the upper thigh. The broken piece was immediately removed almost at the end of vein harvesting. *product was not changed out. *procedure completed successfully.

Event description:
Additional information was received from the user facility. The brand of generator used was olympus with generator settings of 10 and they were not modified during the case. It was noticed at some point that there was something shining in the tunnel, at the end of the harvest. The scope was moved closer and saw a fragment of plastic. It was carefully dragged it out of the tunnel. According to the user, it was impossible to say at which point the plastic broke off and how long it stayed in the tunnel, and if the diathermy was used without broken piece. Once the plastic was removed, the equipment was not used on the patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 13, 2026. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.upon further investigation of the reported event, the following information is new and/or changed:g3 (date received by manufacturer).g6 (indication that this is a follow-up report).h2 (follow-up due to additional information).h6 (identification of evaluation codes 11, 4114, 3221, 4315).the affected sample was not returned for evaluation and no photos were provided; therefore, a thorough investigation cannot be performed and a definitive root cause could not be determined. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter.all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.